Manufacturer narrative:
The reported condition of failure code 812.02 was confirmed and duplicated and was found to be due to a faulty pump head module. The pump head module assembly channel a was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. The device has not been previously sent into service for the reported condition of 812:02 failure code on channel a. (B)(4)

Event description:
The facility representative reported a colleague infusion pump with an 812:02 failure code on channel a. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.